Event description:
This pt presented to cath in 2003 with 3-vessel disease. Pci was performed on a 90% restenotic lesion (after cagb) in the distal diameter (ostial) of 10mm in length in a 3.0 mm diameter vessel. Intra-procedure medications included angiomax. A 3.5 x 13 cypher stent (lot # unknown) was deployed at 16 atm with unknown results. Timi iii flows were recorded pre and post procedure, respectively. Residual diameter stenosis measured 0%. Post-procedure medications included plavix.